Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 7/29/2025, the user reported that the device fell from the body during exercise, and the screen separated from the device housing, exposing internal components. A replacement device was arranged. No symptoms were reported, and no medical intervention was required.